Manufacturer narrative:
The device was returned to cardiac surgery on apr 22, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during an inspection prior to an endoscopic vein harvesting procedure, the 7 mm extended length endoscope was very dark at the distal end. There was no pt involvement. The product was returned.